Event description:
Reporter indicated that a vns pt has experienced vocal cord paralysis after undergoing lead revision surgery due to high lead impedance, reported on MFR. Report #: 1644487-2007-01933. The pt's voice was reported to have been continually hoarse following the procedure. The pt has not seen an ent and it is unk which vocal cord is affected. The treating neurologist believes the cause of the event to be the lead revision surgery. Stimulation has been initiated. Good faith attempts for add'l info have been unsuccessful to date.